Event description:
Upon review of a (B)(6), female, pt's flag files zoll customer support reported charge profile faults and discharge profile faults. The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (service code 202, charge profile fault, and discharge profile fault) have been confirmed. Upon receipt component r45, a high-voltage discharge resistor, was opened on c/a board sn (B)(4). The cause for the service code, discharge profile faults, and charge profile faults was the open resistor. The root cause for the open resistor cannot be positively determined. No adverse event resulted from the defective resistor monitor. The pt received a replacement monitor.